Event description:
During mr scan, blisters occurred along episternum of a female pt; it is not yet known whether it is a second degree burn or whether the blisters are due to chemical exposure (allergic reaction to cleaning agent or similar); communication with user is difficult due to language problem; trying to get info through distributor (siemens, (B)(4)).

Manufacturer narrative:
We are waiting for the coil being back to our lab for tests; this is initiated; first tests on an mr system are scheduled for (B)(4) 2009; close collaboration with distributor siemens ag in germany; siemens has contact to end customer; unfortunately up to now, no response on questions on the type of the blisters from hospital in (B)(6); it is not clear whether the blisters are resulting from rf burning or chemical reaction (info on this strongly determines the action to be taken); coil is standard technology in MRI, passed all safety tests (including ul certification according to (B)(4) which occurred after submission of 510k), therefore, no recall of other products; the tests on the coil especially have included rf focusing fields, according to these tests there is no hazard; we are actively working on getting the missing info.